Event description:
Biofilm left in "other lumen" (6.0, 5.5, 3.7, extra-large and regular outflow channel) device while complying with manufacturer's instruction for use (mifu) on how to perform manual cleaning prior to sterilization. Borescope revealed 5mm brush referenced in mifu was not adequate to remove bioburden. Cleaning was repeated with 7mm brush and revealed bioburden was removed successfully. When using the steris resi-test chemical verification for blood, carbohydrates, and protein, after a 5mm brush cleaning, the test resulted a positive visual (blue). After using 7mm, the test resulted negative (clear color).